Event description:
The company was informed that the pt was experiencing ear discharge and pain. The otoscopic evaluation revealed a small perforation of the tympanic membrane, and the electrode array became visible in the external canal through the perforation. Only (B)(6) 2013, cartilage tympanoplasty surgery was performed to close the tympanic membrane perforation. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.